Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis and cerner was not communicating. A technical support specialist checked the server, and the orders seemed to be crossing over smoothly without any interruption and connected with the pharmacy department as well and confirmed that no issues were reported on any devices. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the pyxis and cerner was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.